Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) had couple of experiences that were not stored. The patient was concerned about the device being defective. The patient also was in atrial fibrillation (af) months ago and has had two cardioversion since then and had a heart rate between 37-70 beats per minute (bpm). Boston scientific technical services (ts) suggested talking with clinic about parameters and settings. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.